Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system that the device was offline in rss and unable to remote in. The customer stated that this malfunction caused a delay in dispensing medication to patients, and the user was able to retrieve the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in rss and unable to remote in. The technical support specialist dialed into the station and found the issue was related to hospital network and the customer stated to close the case. The system functioned as intended after the customer resolved the issue.